Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture, delamination.

Event description:
Healthcare professional reported "integrity violation". "Rupture of the anterior wall along the medial edge. Non-uniform contents", "delamination of the implant's own capsule". "Gel leakage between the pocket and the implant shells". And later reported "front wall rupture along the medial edge. Heterogeneous content, delamination of the implant's own capsule. Gel outlet between the pocket wall and the implant membranes". This record is for the left side. Device was explanted.